Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer on how to attempt to resolve the issue and ultimately decided to replace the pump, confirming the customer's shipping address and providing return instructions for the problematic device. The customer chose not to disclose their backup therapy method during the replacement process.